Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker exhibited intermittent loss of capture. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.